Manufacturer narrative:
Retainer ring = missing. On 10/20/2021 the customer alleged no delivery/occlusion during therapy, out of box damage, and cosmetic damage(damaged retainer ring). Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, and force sensor test however could not perform the displacement test and occlusion test due to detached retainer ring. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on oct 17, 2021 at 19:57, 20:37, 22:20, oct 18, 2021 at 13:58, 20:17, oct 19, 2021 at 00:38, 11:05, 11:07, 11:09, 23:04, 23:06, 23:08, 23:10 during bolus in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and found dried insulin on motor slide. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, missing o-ring (reservoir tube), cracked keypad overlay, scratched case, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where detached retainer ring was noted. Customer alleged for no delivery/occlusion during bolus and basal was found in the pump history, however was not confirmed during testing. Moisture damage confirmed due to dried insulin on motor slide. Unable to verify out of box damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the insulin pump had missing retainer ring and received insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.